Event description:
It was reported that a patient had charging issues. It was reported that about 1.5 years ago, someone worked with the patient for over an hour to recharge the device and get it working again. The reporter stated that following the recharge, the patient was hospitalized for two days (not device related), and during the hospital stay, the patient couldn't recharge, so the battery depleted and the patient had been unable to recharge since then. It was reported that the patient was frustrated that there was no follow up after her appointments and that she needed to have people help her out more with her care. Two weeks later, it was reported that there were telemetry issues. The reporter stated that an overdischarge was suspected. It was noted that problems with recharge coupling and/or communication issues were the primary reason for the overdischarge. It was reported that the patient had "let the implant go for a while." The reporter stated that the last successful recharging session was over 12 months ago. It was reported that the patient stated that she had not charged the device in five years and "some time ago" had a physician mode recharge (pmr) performed because the "battery was dead." It was unclear how long it had been since the device had been charged. It was noted that this was believed to be the patient's second overdischarge. The reporter stated that the device appeared to be fairly superficial in the pocket and a second pmr was going to be attempted because the first one was not successful. The next day, it was reported that an overdischarge was confirmed. Pmr was attempted three times. It was noted that the first and second pmrs were not successful and the patient was sent home to complete the third pmr. The reporter stated that the patient had a follow-up scheduled for (B)(6) 2012. A week later, it was reported that the patient was in overdischarge for three years. It was unclear how long the battery had been in overdischarge or how long it had been since the device had been successfully charged. The reporter stated that the patient was successfully brought out of overdischarge after four pmr sessions. Two days later, it was reported that the device got as far as the por (power on reset) and recharging mode screen. The reporter stated that the charge complete icon came on almost immediately. It was reported that when the system was interrogated, the message stated that overdischarge had occurred and the device needed to be replaced. It was noted that the patient was changing insurance, and a replacement would be scheduled when insurance was changed. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient about 3 years later reported that manufacturing representatives (rep) had spent two hours trying to charge the battery, and told the patient it needed to be replaced. The patient wanted it removed but was having a very hard time finding a doctor to remove it. The patient did not want to sit with a rep for two hours again.